Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the device was removed due to a "lv rupture" after implant. The device was replaced with another edwards bioprosthetic valve; same model, one size smaller. The surgeon also indicated that there was no malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Unfortunately, the root cause of this event cannot be confirmed without the sample device. Per the surgeon, there was no product malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.